Manufacturer narrative:
The reporter's meter was returned for investigation. Returned meter failed to power on and meter memory unable to be obtained. Meter housing showed signs of drop damage. Meter battery compartment was corroded. The meter¿s circuit board was tested for damage or contamination and it was found the contacts were contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4). The reporter also mentioned they received an error using the meter. During troubleshooting, the meter would not power on. The batteries were changed and the meter powered on after this, but the display was faint. A display check was performed and there were segments missing from the results field of the display. The meter is occasionally cleaned with a sanitizing wipe, rather than 70 % isopropyl alcohol. No known result misinterpretation occurred.